Event description:
A physician reported a pt who was originally double skin tested on 30 october 1998 and on 20 november 1998 in the right forearm. Both skin test results were negative. The pt had received multiple treatments without event. On 5 april 1999 the pt was treated in the upper vermilion border and upper vermilion. On 19 april 1999 the pt first noticed bruising at both skin test sites. On 6 may 1999, the bruising had resolved, with approximately 10mm of raised deep pink area visible at both test sites. The pt's treated sites continued to be asymptomatic. The physician believed the symptoms were related to a delayed hypersensitivity to bovine collagen material. No medical or surgical intervention was prescribed or planned at that time. On 17 may 1999, the physician administered celestone 2cc im and prescribed allegra 60 mg bid, which "helped" but did not completely clear the symptoms. On 24 may 1999, the physician administered intralesional kenalog "il", which "helped" but did not completely clear the symptoms. The physician noted that the pt's skin test site symptoms flared with the dietary ingestion of beef and that symptoms at the test sites did not occur until shortly before she was diagnosed with a large breast tumor. The physician felt that the increased immune response of the pt to the cancer had delayed the hypersensitivity symptom development at the two test implant sites. The onset of the pt's breast symptoms had been about a year before the diagnosis of the large breast tumor (spring 1999). The physician believed the tumor was unrelated to collagen replacement therapy.